Manufacturer narrative:
The switch was sent to the customer and installed by the customer. System operates as intended.

Event description:
The customer reported the vertical lift switch is not working. No pt information was reported.